Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider indicated that the surgery was not on the pump or catheter. The surgery was on the back only. During this surgery, two spinal fusions were performed. At the time of this report, the device was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a patient on 2024-10-21. Indicated, that the motor stall occurred on 2024-09-11 and recovered on 2024-09-13. The cause of the patient's pain symptoms were determined, to be lower back sciatic pain down the leg. Actions/interventions taken to resolve the pain included, the patient going to the hospital and scheduling surgery on their back, so they gave the patient their medtronic card. And the rep came to the hospital and made the decision on what to do. The hospital took care of the patient's pain, during this period. The patient stated, that the surgery helped with the pain symptoms, but the patient still needed their pump. The patient, also stated, they had rheumatoid arthritis.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) last night at 11:00 pm and they thought the pump may not have restarted due to that the patient having worsening pain. The healthcare provider (hcp) was calling to request a rep for a pump interrogation post MRI. The technical service (ts) transferred caller to a national answering service (nas).